Manufacturer narrative:
(B)(4). Device operates differently than expected. A product deficiency was identified as the issue was observed during the top level assembly. The counterbalance was nonconforming as the washer and the spring of the counterbalance dropped off after opening and closing of the cover. Exception report (ER) 357512 was opened to address the described event. There have been no previous reported instances of any defective counterbalance causing injuries. A mandatory technical service bulletin (tsb) 117-050a was initiated to inspect all instruments for a disengaged spring from the counterbalance and to replace the counterbalance reagent carousal cover accordingly .

Event description:
Upon installation of the architect analyzer, abbott field service engineer (fse) observed that the existing counterbalance spring of the architect i1000sr reagent carousel cover counterbalance was disengaged. No injuries have been reported. No discrepant patient results or impact to patient management was reported. The counterbalance was replaced and the unit functioned as intended.